Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Coolsculpting system and coolsculpting elite system: d1 - brand name: coolsculpting system. D4 - catalog # : unk control unit. D1 - brand name: coolsculpting elite system d4 - catalog # : unk elite control unit.

Event description:
Healthcare professional reported through a practice development manager that a patient experienced mental illness, asthma attacks/asthma seizure and paradoxical hyperplasia (ph) in the upper abdomen diagnosed 7 months post coolsculpting and coolsculpting elite treatment to the submental, upper abdomen area and lower abdomen area, using cooladvantage, cooladvantage plus applicator, coolmini applicator and curve 150 applicator on (B)(6) 2025. Healthcare professional reported "I was concerned about the hardness of the treatment area and marks on the applicator immediately after the procedure", patient stated to "not feel any effect" after first treatment session, "there were no errors during the procedure", and patient stated after the second treatment session that "I felt stiffness in the treatment area right after the treatment, but I thought it was a normal process and waited for the effects to appear. I didn't wait for progress, and since I was told ¿I've never seen this condition¿ at the chiropractic or esthetic salon I went to."

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Coolsculpting system and coolsculpting elite system: d1 - brand name: coolsculpting system d4 - catalog # : unk control unit d1 - brand name: coolsculpting elite system d4 - catalog # : unk elite control unit.

Event description:
Healthcare professional reported through a practice development manager that a patient experienced mental illness, asthma attacks/asthma seizure and paradoxical hyperplasia (ph) (epigastric hyperplasia) in the upper, mid, and lower abdomen diagnosed 7 months post coolsculpting and coolsculpting elite treatment to the submental, upper and lower abdomen areas, using cooladvantage, cooladvantage plus, coolmini and curve 150 applicators. Patient first noted the paradoxical hyperplasia symptoms immediately after second treatment session. Healthcare professional reported "I was concerned about the hardness of the treatment area and marks on the applicator immediately after the procedure", "remaining applicator marks", patient stated to "not feel any effect" after first treatment session, "there were no errors during the procedure", and patient stated after the second treatment session that "I felt stiffness in the treatment area right after the treatment, but I thought it was a normal process and waited for the effects to appear. I didn't wait for progress, and since I was told ¿I've never seen this condition¿ at the chiropractic or esthetic salon I went to."